Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and determined to be functioning according to product specifications. External, visual inspection: there were no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed without any alarms of problems occurring. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test passed. The system air leak test passed. The pt sensor calibration check passed. The load cell verification was within tolerance. The reported "dc drain complication encountered" was not reproduced during testing. There were no discrepancies encountered in the internal inspection of the cycler. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. Further eval found no device malfunctions that would have caused the reported iipv event, and the cause of the large drain volume could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic: drain 0:1343 ml. Fill 1:2499 ml when changed to manual drain. Treatment data reported from (B)(6) 2015 revealed an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred when the pt experienced drain complications during drain 1 on the cycler, and then changed to a manual drain, bringing the total drain volume to about 4525 ml. The reported drain volume of 4525 ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill. As of 04(B)(6) 2015, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues with the replacement cycler.